Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer biomedical engineer (biomed) reported that when the mx40 powers on, an error of "speaker malfunction" appears on the screen. The biomed confirmed that when the mx40 is turned on, no sound can be heard from the module's speaker. The biomed would like to send to the philips repair bench for repair. The device was not in clinical use at the time the issue was discovered. There was no adverse event or patient harm reported.

Manufacturer narrative:
D4: product UDI - the manufacturing date for the reported device is prior to 24sept2016, therefore no UDI.

Manufacturer narrative:
Diagnostic/functional testing was performed at the philips authorized repair facility. Results of functional testing indicate that the speaker produced sound. Based on the information available and the testing conducted we were unable to replicate the reported problem. The reported problem was not confirmed. Although the speaker was confirmed to be functioning per specification during testing it was indicated that there was no sound at the time of the event, the speaker has been replaced per current process. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time.